Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and found the cause to be inappropriate qc (quality control). Customer performed new qc and the errors disappeared. While fse was on site, he adjusted the column tubing to make it easier for customer to change out column when needed. The most probable cause of the reported event was an eventual operational error.

Event description:
On (B)(6) 2015, the customer reported p00 peaks on tosoh qc with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.